Event description:
I have been having nerve problems in hands and feet-tingling sensation. I fell down a stair case breaking my face so to speak. Hospitalized and now according to the ear doctor have developed vertigo. However, I've been having similar problems as far as dizziness and such even before this accident. I use fixodent a lot because I do need an alignment done for my dentures. I'm worried that I might be one of the cases including in the zinc high intake. How to I go about finding out more. Dose or amount: 2 tubes; frequency: weekly. Dates of use: 2004 - 2009. Diagnosis or reason for use: dentures.